Event description:
Boston scientific received information this patient experienced dizzy spells during the day, but no reported syncope. The patient has a old pacemaker on the right side which has been programmed as close to off as possible and an ICD on the left side of the chest. All measurements appeared within normal range, except that the right ventricular pacing impedances were low. The most recent event had therapy which was a true ventricular tachycardia treated successfully with anti tachycardia therapy. Some noise as well as pacing inhibition was also noted, but the events were not correlated with the dizzy spells reported. An x-ray was performed which showed a possible insulation or conductor abnormality. Reprogramming was performed for optimization. A review of the x-ray images and reported allegation was performed by technical services. It was not possible to rule out a possible insulation or conductor issue with this right ventricular lead, and further investigation was discussed to asses the lead integrity. At this time the lead remains implanted with a discussing about a possible lead revision. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information was received which noted the pacing impedances on this right ventricular lead was trending down however noise was still evident on the electrocardiogram. The right ventricular lead was extracted, however, during the extraction procedure the lead was damaged and thus was discarded and will not be returned.

Event description:
--